Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there were 326 tubes with foreign matter, 4 damaged tubes, 210 tubes with air bubbles in gel and 51 defective marking with a bd vacutainer® sst¿ blood collection tubes. These were discovered prior to use. The following information was provided by the initial reporter, translated from japanese to english: fm in tube x9, fm in gel x15, damaged tube x4, defective marking x51, dirty tube x302, air bubbles in gel x210.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 326 tubes with foreign matter, 4 damaged tubes, 210 tubes with air bubbles in gel and 51 defective marking with a bd vacutainer® sst¿ blood collection tubes. These were discovered prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in tube x9. Fm in gel x15. Damaged tube x4. Defective marking x51. Dirty tube x302. Air bubbles in gel x210.